Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 3.50 mm x 15 mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.